Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope due to a right ventricular lead dislodgement and non-capture. The lead also had high threshold and low r waves; an x-ray confirmed the dislodgement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.